Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powershell. No visual abnormalities were noted. The powershell was fully seated in the clamshell but was not recognized. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture.  Root cause analysis of defective clamshells showed damage to the clamshell connector as a result of the manufacturing and assembly process. A process improvement has been implemented to prevent recurrence of this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagus procedure, at the moment when the handle was installed in the shell for the first firing, the indicator display of the handle's upper part turned to "handle available number 0" and the device could not be used. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device.